Event description:
It was reported that the screw tip was broken inside the patient while it was being placed. All pieces were removed. An endobutton was used to complete the operation. No patient injuries were reported.

Manufacturer narrative:
One 8x25mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The screw was returned in three pieces. Dimensional assessment is prohibitive due to its condition. A review of the clinical details identified that the surgical site was not prepared per the IFU.